Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The lot #3000288362 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device discarded.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery cutout soon after starting. The polyfuse was not in effect. Power setting was on 3. No added incisions. Added time due to opening a new kit to finish case. No patient harm.